Event description:
It was reported that a physician's office was unable to establish communication with multiple pts' generators using their programming system. The handheld device was not plugged into the wall and all connections and wand battery were okay. The physician wanted the programming system replaced. A replacement programming system has been sent and good faith attempts to obtain the old programming system have been unsuccessful to date.